Manufacturer narrative:
(B)(4). The device has been received and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device power supply would not power up during a routine check. The incident did not occur during surgery.

Manufacturer narrative:
This report is being submitted to relay additional information. Upon reassessment, it has been determined that this device did not cause or contribute to an adverse event or a malfunction that has previously been reported. This report should be voided.